Event description:
"I was notified randomly by dr. (B)(6) while discussing other business that he informed me that a patient died while using the relay plus in a complex aortic procedure. I do not have the rest of the details as I am out of town and he is in surgery. I will connect w/ him next week to get more details on the patient, procedure and device that was used." Patient outcome - patient died. The complaint was initiated by the endovascular consultant because he was contacted by the physician after doing a frozen elephant trunk procedure. Email dated 10/07/2021 from bolton medical endovascular consultant stated, "the complication was associated with attempting a lifesaving procedure with this device in an application that it is not approved for use. Not sure if this makes a difference. There was no failure in the device."

Event description:
I was notified randomly by dr. (B)(6) while discussing other business that he informed me that a patient died while using the relay plus in a complex aortic procedure. I do not have the rest of the details as I am out of town and he is in surgery. I will connect w/ him next week to get more details on the patient, procedure and device that was used. Patient outcome: patient died.